Event description:
It was reported that the device and rv lead were explanted due to 34 inappropriate shocks. Oversensing was observed via 1377 episodes on the short interval counter. The device system was explanted beacuse the doctor wasn't sure if it was a lead, or a device problem. No further patient complications were reported as a result of this event.